Event description:
A journal article was reviewed which contained information regarding this device. The patient was undergoing radiation treatment (rt) for rectal cancer. The device had a partial reset, which was detected when the patient heard an auditory signal from the device. Interrogation of the device revealed no changes to the pacing, sensing, or therapy settings. The patient completed the rt without further issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "effect of radiation therapy on permanent pacemaker and implantable cardioverter-defibrillator function." Heart rhythm. December 1 2012;9(12):1964-1968.